Manufacturer narrative:
A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a blood back.

Manufacturer narrative:
Updated data: b4,g2,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d5,d10,e1(name&email)e2,e3,e4,h6(impact).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a blood back. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact - (B)(6). The getinge field service engineer (fse) that discovered the issue, after careful inspection, blood was only found in the pneumatic module assembly. The stm replaced the pneumatic module assembly (0997-00-1178) and tested the cardiosave. The stm performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use and was returned to the customer.